Event description:
Boston scientific received information that this system was exhibiting decreased pacing lead impedance measurement from 720 ohms at implant to about 480 ohms along with noise on the right ventricular channel. The patient was in atrial fibrillation with slow ventricular response. Threshold and sensing were good and stable. Additional information was received indicating that the ring electrode was suspected to be the cause of the impedance issue. Furthermore, noise was recreated with the patient pushing off the table and twisting to the left. The noise was over sensed but the patient was asymptomatic. Subsequently, the lead was programmed to unipolar. At this time, the system remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis; therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.